Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis as the issue was resolved after restarting the system. And the device is still in use by the facility. This behavior is not consistent with devices in involved in fsca number fa-q219-sp-1. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
During a procedure, when the tacticath was in the right atrium the contact force data disappeared for a few seconds. After the contact force was reset the data returned. The procedure was completed with no adverse consequences to the patient. Even though no adverse event occurred, this device malfunction may result in the patient experiencing harms associated with a clinically significant delay or cancelled procedure. When the contact force measurement is intermittently displayed, it is accurate. There is a rare potential for perforation or la-e fistula if the purple contact force or notification that "contact force data is not synchronized" is not noticed, and the inaccurate force readings are acted upon.